Event description:
According to the customer the guidewire frayed. Risk mgmt at the hosp wants all product pulled (14 boxes left).

Manufacturer narrative:
Conclusion: the complaint investigation is unconfirmed. The actual complaint samples were not returned for eval. Without the actual complaint sample angiodynamics is unable to conduct a thorough investigation. No defects were observed on the returned sterile samples. The cause of the complaint is unk. However, this type of complaint has been known to occur if the guidewire is pulled back through the needle. A review of the mfg records for the possible lots indicated that all of the device specification and quality requirements were satisfied. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased, but the severity of this event is not greater than usual.